Manufacturer narrative:
The prod has been rec'd. It is currently under investigation; a f/u report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle meter. There was no report of death, serious injury or mistreatment.